Manufacturer narrative:
The peritonitis occurred on an unreported date ¿this year¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to two kinds of bacteria (no further details were provided). It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal drug for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.